Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the balloon has a leak and the part that resists bending is bent". Additional informaiton states that the iab catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associaed MDR#: 3010532612-2025-00372.

Event description:
It was reported "after the catheter inserted, the balloon has a leak and the part that resists bending is bent". Additional information states that the iab catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00372.

Manufacturer narrative:
(B)(4). The reported complaint for "part that resists bending is bent" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.